Manufacturer narrative:
Physio-control has made multiple attempts to contact the customer including written correspondence , regarding the status of their device but has not been successful.  It is unknown if the customer will be replacing the device or returning it to physio-control for evaluation. The device has not been returned to physio-control.  The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a cardiac arrest event, their device powered itself off twice. The officer immediately began CPR. It was also reported that the service wrench is present and when the device is powered on with electrodes connected, it prompts to connect electrodes. As a result, defibrillation may not be possible, if it were necessary. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about the patient and the event; however, no response has been received.